Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The following general observation regarding an accucath device was reported by a rn at the facility. The rn stated the needle caps come off too easily, stating it sometimes just falls off while you're taking it out of the package, which can cause the need to use a new one.